Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, during routine use, the plastic part of the device came off. The doctor found the plastic pad in the pt's abdomen and removed it so it would not become a foreign body. Another device was used to complete the procedure.